Event description:
The patient stated that they took their teladoc blood glucose meter to their doctor's office. They compared a reading from their meter with a capillary lab test at the same time. The member stated that the reading from their meter was 69 and the reading from the capillary lab test was 89. The result from the meter was outside of the FDA approved limit of 20% from the lab work.

Manufacturer narrative:
A replacement device was ordered for the patient to resolve the reported concern. The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the accuracy of the device were found. The internal investigation confirmed the malfunction experienced by the patient.

Manufacturer narrative:
A replacement device was ordered for the patient to resolve the reported concern. The previous device was requested back for investigation. The device has not been returned, but if it is returned and reviewed, an update will be made to this report.

Event description:
The patient stated that they took their teladoc blood glucose meter to their doctor's office. They compared a reading from their meter with a capillary lab test at the same time. The member stated that the reading from their meter was 69 and the reading from the capillary lab test was 89. The result from the meter was outside of the FDA approved limit of 20% from the lab work.